Manufacturer narrative:
Continuation of concomitant products: 5076-52 lead implanted: (B)(6) 2009.

Event description:
It was reported that the lead integrity alert (lia) triggered due to multiple short v-v intervals and high rate non-sustained episodes. Some evidence of oversensing was noted on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.